Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
During an implant attempt, an issue was met with the subject pacemaker after lead connection. No additional details are available at this time.